Event description:
On (B)(6) 2012, customer reported that there was a leak on their dxh 800 hematology system near the mixing module. Customer stated that hte leak looked like a mix of isoton and blood. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the nucleated red blood cell (nrbc) mixing chamber was not draining due a plug caused by rubber stopper debris. Fse removed the specimen transport module (stm) assembly and cleaned the spillage, and replaced the nrbc mixing chamber. Fse also cleaned the distribution valve, vacuum chambers 340 and 350, replaced the pending sample sensor due to the spillage and implemented service modification 11069 (dxh 800 pneumatic supply inspection). This resolved the leak. No further leaks were reported.

Manufacturer narrative:
Evaluation, results: nrbc chamber was plugged with debris. Beckman coulter identifier for this report is (B)(4).